Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue due to the customer threatening legal action. There was no report of patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue due to the customer threatening legal action. There was no report of patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed. The manufacturer received new and relevant information on 06/30/2025. The device was returned to the third-party service center for evaluation. During the evaluation of the device, there was no visible foam particles found. The device has been scrapped. In addition, appropriate code updated/corrected in this follow-up report. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.